Event description:
It was reported that the bd autoshield¿ duo pen needle leaked medication after use. Before use, the inner needle was observed to be "skewed". The following information was provided by the initial reporter: "drug leakage the inner needle and the injection pen are connected to the leaking drug the inner needle was found to be skewed before use"

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle leaked medication after use. Before use, the inner needle was observed to be "skewed". The following information was provided by the initial reporter: "drug leakage. The inner needle and the injection pen are connected to the leaking drug. The inner needle was found to be skewed before use."